Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, leaking at the connection of the needle to the plastic base noted during filling with saline during catheter maintenance. Device was discarded at the facility. There was no patient harm, no medical intervention, and was used according to the conditions of use.

Event description:
It was reported by the customer, leaking at the connection of the needle to the plastic base noted during filling with saline during catheter maintenance. Device was discarded at the facility. There was no patient harm, no medical intervention, and was used according to the conditions of use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was submitted with 11 february 2023 as the date of event. After further review, it was determined the date of event for this event is 11 february 2025. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a miniloc infusion set was returned for evaluation. An initial visual observation of the video showed the miniloc infusion set being infused with a clear liquid. The liquid was observed to be exiting the needle at the needle tip and where the needle exits the needle housing. No obvious use residue was observed on the sample. No damage to the sample could be seen in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.